Event description:
A pt suffered a burn to the mouth during a surgical procedure.

Manufacturer narrative:
The incident occurred during a t & a procedure. The pt suffered bilateral burns inside the cheek as well as on the corners of her mouth. The surgeon did not notice the burns until the second one was occurring. The burns inside the mouth were described as small charred areas and required no intervention. The burns on the corners of the mouth were described as minor. Initially they were treated with bacitracin and at the regularly scheduled post op visit, the surgeon changed the treatment and told the pt to apply vaseline. They are healing as expected. The facility conducted an investigation and determined the pencil was not defective. The scrub tech stated that the tip may not have been inserted completely by her prior to use. They identified the root cause to be user error. The sample was returned and evaluated. A char mark was found on the metal part of the tip (where it should be seated into the pencil). If seated correctly on the pencil, there would not be a char mark on this metal portion of the tip. The returned pencil appears to be clean, no stain was found on the pencil, no char mark was found on the pencil itself. The pencil was tested at a setting of 30-30. It was cycled 10 times on both coag and cut, and it performed normally on both modes at all cycles. Based on the visual inspection of the returned samples and the testing above, the root cause has been determined to be user error. No device malfunction or defect identified. Due to the reported burn to the pt, this MDR is being filed.